Manufacturer narrative:
Device was manufactured on 2/26/1990 and has no repair history at zimmer surgical since july 2011. Investigation revealed the head and control bar were nicked. It was also noted that the inside of the handpiece was corroded. Prior to repair, the device was outside calibration and side to side specifications at the zero thickness setting. Also, the device was outside calibration specifications at the 0.0300" thickness setting. The device operated within motor speed specifications. Repair of the device included replacement of the head, air hose, control bar and standard repair parts. Post repair analysis revealed corrosion to the head, reciprocating arm, motor sleeve and swivel. The motor shaft did not rotate smoothly during manual rotation. The customer's reported event was not reproduced during testing; however, the lack of calibration of the device due to lack of preventative maintenance most likely led to the customer¿s reported event. It should be noted, per the instructions for use, "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was repaired and returned to the customer. Recommended actions: recommended actions from ¿zimmer¿ air dermatome instruction manual¿ 06001810406 rev. 12-10 to avoid serious injury to the patient and operating staff while the zimmer air dermatome is in use, the user must be thoroughly familiar with its function, application and instructions for use. The handpiece and accessories must be inspected prior to each use. Visually inspect for damage and/or wear. Always inspect the handpiece carefully for possible scratches, nicks, or burrs caused by extended use or mishandling. Check the action of moving parts to ensure smooth operation throughout the intended range of motion. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. Note: if damage or wear is noted that may compromise the function of the instrument, do not use. All subsequent cleaning and sterilization steps are facilitated by not allowing blood, tissue debris, or disinfectants to dry on used instruments. Handle the zimmer air dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Refer to need to adhere to care regimen section. Do not lubricate the zimmer air dermatome. Lubrication may cause extensive damage to the motor. Never immerse the dermatome in any solution. Some solutions will corrode the metal and delicate moving parts and also break down the internal lubricants. Never immerse the dermatome in liquid chemical disinfectant. Cleaning agents with chlorine or chloride as the active ingredient are corrosive to stainless steel and must not be used. Saline solution has a corrosive effect on stainless steel and should not be used. Do not process the dermatome handpiece or accessories in an automatic washer. Automatic washing has the potential to destroy the surface protective layer of the device and cause corrosion. Never clean in an ultrasonic cleaner. Ultrasonic cleaning will dislodge oil from the bearings and render the instrument inoperative. Ultrasonic cleaning may affect calibration of the zimmer air dermatome. Never sterilize the regulator or immerse it in any solution. Steam sterilize the zimmer air dermatome and accessories (except regulator). Follow instructions in sterilization recommendations.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the patient was undergoing a left lower extremity split thickness skin graft placement with grafting from the patient's bilateral thighs. The surgeons encountered instrumentation issues with both the dermatome and mesher. The dermatome did not cut at the appropriate depth, resulting in a donor portion of skin not being the correct thickness. The mesher also malfunctioned. When the donor skin was fed through the mesher, it did not come out in one piece. As a result, the portion of skin was not usable for grafting. A second dermatome and mesher were obtained and used without incident. Upon comparison, it was noticed that the mesher came up from the spd incorrectly, with the back plate of the mesher placed backwards, with the "comb" edge facing outwards. Both the first dermatome and mesher were removed from service and spd management was notified. The mesher was assembled incorrectly in spd. Cause of dermatome malfunction was unknown. Surgical team had to harvest from additional donor sites to attain adequate donor skin for grafting.